Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred and during troubleshooting with tandem technical support, pump was not delivering insulin/water properly. Customer's blood glucose was 170 mg/dl. Customer reverted to using manual injections for insulin therapy.